Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases flat and opening curved on posterior. Leak test and microscopic analysis was performed which identified, sharp opening on posterior and brown particles in the fill channel. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as an unidentified (tear) opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, and exchange from textured to smooth implants due to the patients concerns with the product.

Event description:
Healthcare professional reported left side deflation, and exchange from textured to smooth implants due to the patients concerns with the product. The device remains implanted.